Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to loose protruded drive support disk. Unable to perform unexpected restart error test, prime test, excessive no delivery test and occlusion test or verify no excessive no delivery occlusion alarm due to motor error alarm. The insulin pump was received with normal operating currents and passed self-test, off no power test and displacement test. The insulin pump was received with minor scratched lcd window and cracked reservoir tube lip.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed no delivery. The customer's blood glucose level was unknown at the time of the call. The customer was assisted with troubleshooting but the customers insulin pump alarmed n the customer does not feel comfortable with their insulin pump and wanted a replacement. A replacement insulin pump was sent to the customer.

Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to loose protruded drive support disk. Unable to perform unexpected restart error test, prime test, excessive no delivery test and occlusion test or verify no excessive no delivery occlusion alarm due to motor error alarm. The insulin pump was received with normal operating currents and passed self-test, off no power test and displacement test. The insulin pump was received with minor scratched lcd window and cracked reservoir tube lip.